Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pulmonary resection in a laparoscopic lobectomy, after replacing two cartridges, the firing could not be performed. Surgeon was not able to squeeze the handle. After replacing the handle and reload, the firing could be performed. No patient injury.